Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'failed ds occ test' was not reproduced during evaluation, although assignable cause was found by troubleshooting the device. Evaluation observed force sensor to be out of specification, which could affect detect downstream occlusion. Evaluation determined that the force sensor was out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed downstream occlusion test. There was no known patient injury or medical intervention associated with this event. No additional information is available.